Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event at this time.

Manufacturer narrative:
(B)(4). Unknown-unknown head-unknown. Unknown-unknown cup-unknown. Unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01329; 0001822565 - 2020 - 01331; 0001822565 - 2020 - 01332. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown

Event description:
It was reported the patient was revised 7 years post implantation due to severe periacetabular osteolysis, poly wear, and trunnion corrosion. During the procedure the femoral head was sized to a 26mm cocr head and trilogy socket. Attempts have been made and additional information on the reported event is unavailable at this time.